Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Photos provided show the product label from the reported lot and the device coiled and placed in a pouch, however the coating damage is not visible. Our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating has split and peeled exposing the core wire approximately 15.5cm to 23.7cm from the distal end. A shallow cut in the coating continuing from the split and peeled section was observed under magnification, evidence of potential scoring damage contributing to the failure. Additionally the wire guide has bent approximately 2.7cm,10.0cm, and 233.6cm from the distal tip. No portion of the coating appears to be missing. A lab meeting was held with manufacturing engineering on 21jun2024 and a lab meeting was held with both production leadership and manufacturing engineering on 24jun2024. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to manufacturing operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator has previously been completed since the manufacturing of this device. A corrective action (CAPA) was initiated to investigate device failure related to coating damage caused by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician opened the package and lubricated the wire guide before entering into patient. The physician took the wire guide and sphincterotome to advance into the duodenal papilla. The physician detected the coating of the wire guide peeled off under endoscopic view after wire guide scratched few times in endoscope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.